Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 at 4:30 p.m., the adc freestyle libre sensor detached while he was on a train and he woke up in a hospital at 9 p.m. Customer further reported that he was hypoglycemic and was treated with glucose (route of administration unknown) at the hospital before he went home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  A (DHR) (device history review) for the fs libre sensor, sensor kit, and sensor kits manufactured with an adhesive patch were reviewed, and the DHR showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 at 4:30 p.m., the adc freestyle libre sensor detached while he was on a train and he woke up in a hospital at 9 p.m. Customer further reported that he was hypoglycemic and was treated with glucose (route of administration unknown) at the hospital before he went home. There was no report of death or permanent injury associated with this event.